Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely tortuous and non-calcified coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. The physician pushed the device and the shaft detached at a portion outside the patient's body. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR.: returned product consisted of the emerge balloon catheter in two pieces. The balloon, tip, shafts, hypotube, bond and catheter length were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 23cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely tortuous and non-calcified coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The physician pushed the device and the shaft detached at a portion outside the patient's body. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported.